Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the "secondary infusions not emptying completely". If the clinician program a 50ml bag, it allegedly does not all infuse, so the clinician will program 60-70ml, which resolves the issue. This was reported to bd representatives during their site visit. Bd representative discussed overfill as well as optimizing secondary infusions and set-up. The clinician reportedly was not aware that they have to fully extend the secondary hanger, stating they would ¿use it as it is¿ ¿ whether the hanger was folded or extended in the patient room. Clinicians also stated they were not aware that they need two extended hangers for secondary rates/volumes greater or equal than 500ml. One nurse reported not usually using large volumes as a secondary, but another nurse stated they do put 1l bolus bags as a secondary sometimes. There was patient involvement but unknown outcome. Although requested, no further information has been provided.